Event description:
Description of event. As initially reported to customer relations: a patient of undisclosed gender and age underwent a filter placement in which the cook celect platinum navalign femoral vena cava filter set, g34502, was used. Upon deployment, the primary legs were overlapped and didn't deploy properly. The filter was retrieved and the physician placed another successfully with no further complications.